Event description:
A malfunction alarm occurred, but there were no notable events reported before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue repeats, which the customer understood.